Event description:
Reportedly, the instrument was applied to the pulmonary vein, did not place properly formed staples on the vessel, nd significant bleeding resulted. Subsequently, the surgeon decided to extend the surgical site incision to place long debakey vascular clamps on the edges of the inferior pulmonary vein to control the bleeding, complete the anastomosis, and maintain hemostasis to complete the case without further incident. No patient injury reported.